Event description:
It was reported that a cracked barrel occurred during use with a syringe plastipak 20ml ll. The following information was provided by the initial reporter (portuguese translation). When begging the manipulation of the chemiotherapic, I observe a crack in the body of the 20 ml syringe. I request another syringe to the contributor (pharmacy technical) and this one presents the same problem." 2 occurrences were reported.

Manufacturer narrative:
H.6. Investigation: DHR, maintenance record analysis and quality notification analysis were performed and no deviation was found for this batch. No samples / photos were sent by the customer making it not possible to perform an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From this information it is not possible confirm the complaint. H3 other text.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a cracked barrel occurred during use with a syringe plastipak 20ml ll. The following information was provided by the initial reporter ((B)(6) translation), when begging the manipulation of the chemiotherapic, I observe a crack in the body of the 20 ml syringe. I request another syringe to the contributor (pharmacy technical) and this one presents the same problem." 2 occurrences were reported.